Manufacturer narrative:
No samples were available for evaluation. The device history record was reviewed for the complaint lot number. The lot met all manufacturing process and quality specifications prior to release. No rework or special conditions were reported. Based on pictures provided, small holes with remaining thin fibers are presented on two different drapes. This issue is known as a delamination defect. It is characterized as a poorly formed material which is delaminated or exhibits loss of pattern, fibers or lint when located around the operating area. This is the first delamination issue reported in the last year. Personnel of the involved manufacturing line were notified of the incident. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Drape was placed over patient for procedure. A hole was discovered in the drape. There was a breach to the sterile field. No patient injury or harm reported.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.